Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. When lesion testing was performed, a loud beep and a blown fuse message was displayed confirming the reported event. The power supply fuses were replaced with a known good fuse and the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a blown fuse on the power supply board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. During the procedure the generator displayed a blown fuse message. This issue could not be resolved and the procedure was cancelled. There were no adverse patient consequences.